Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) continued to experience incontinence ever since device implant. A replacement procedure was performed, during which a cuff perforation with fluid leak was noted. The entire aus was removed and replaced with a new device. It was said that the surgery outcome was good and the patient is expected to fully recover.